Event description:
One touch ultra meter was reading inaccuracy low. The patient was hospitalized for 4 days prior to calling lifescan for assistance.it is known what her hospital diagnosis was.the patient stated that she had thought she was sick and took "sudafed" and "albuterol" based on her symptoms of "thirstiness,frequent unrination,and vomiting."it is known when the symptoms started or when she started feeling sick.the patient was unable to provide any of her meter results.on an unk date,the patient contacted emergency services.in the ambulance,the patient recalled getting readings in the "170's" mg/dl.in the hospital,the patient reportedly got readings in the "500's" mg/dl and was given an IV (unk contents).at one point,the patient indicated that she had used an "accuchek" meter and gotten a reading of "177 mg/dl."also,a reading of "422 mg/dl"was reported but it is unk what device was used. It would have been helpful to know the following imformation:when did the patient start feeling as though the meter was reading inaccurately low,when did the symptoms start,and did the patient modify her diabetes treatment regimen due to the alleged meter issue.in addition,it would have been helpful to know when the paramedics were contacted,when the reported readings were taken,why she was hospitalized,and what her medication/treatment regimen is. The customer care addvocate (cca) verified that the patient had been using correct techniques for cleaning and testing with the meter.the test strips were in good condition and the meter was coded properly.the meter,test strips,and control solution were replaced. This complaint is being reported due to the following conclusion:the patient developed symptoms of hyperglycemia but thought the meterwas reading inaccurately low.she was taken to the hospital with readings indicating hyperglycemia and was given IV treatment.